Manufacturer narrative:
.

Event description:
A report was received that the patient had developed an infection at the pocket site. The physician believed that the infection was not device or procedure related. The patient was prescribed antibiotics and the site was drained.